Manufacturer narrative:
E1: initial reporter phone no: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had a keypad issue described as a ¿button problem with #5 and #8¿. This keypad issue was observed in the biomed service department during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the keypad issue ¿button problem with #5 and #8¿ was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a damaged keypad with improper function. The front panel and keypad assembly requires replacement to address this issue. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.